Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log file showed the vad operating as intended. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Patient was admitted (B)(6) 2019 to (B)(6) 2019. Shared patient at both umass and tufts. Patient was diagnosed with acute anemia; no acute source identified. Total of packed red blood cells given was 2. Esophagogastroduodenoscopy (egd) performed without acute findings. No fault attributed to lvad function or performance. Patient discharged without event or further difficulty.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Approximate age of device ¿ 2 years 6 months (the age is calculated from the date of implant to the event date.). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with acute shortness of breath, concern for acute decompensated heart failure (adhf)/volume overload and possible gi bleed. The log file was reviewed by tech services. The log file analysis showed a long odd string of low voltage events on (B)(6) 2019, while on battery power. No similar events were noted for the remainder of the log while on battery power and no other unusual events were captured in the log file.